Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31580916l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced blood pressure decrease and a confirmed pericardial effusion/cardiac tamponade. The report indicated that during vt ablation with a thermocool smarttouch catheter, on the lateral side of the lv (left ventricle), blood pressure decrease was confirmed, and echocardiography revealed the pericardial effusion. Although drainage was performed, the patient¿s blood pressure did not recover. Subsequently, percutaneous cardiopulmonary support was provided, and open chest surgery was performed. Hemostasis was achieved. The physician assessment of the health problem was serious requiring extended hospitalization. The cf (contact force) monitoring methods were real time graph, dashboard, vector, and visitag. Coloring setting for visitag was tag index. No abnormalities observed prior/during use of the product. Prior to the event, atrial septal puncture was performed with rf (radiofrequency) needle. Ablation was performed before pericardial effusion was confirmed. Steam pop was not confirmed, but it occurred in the rv (right ventricle), which was not the location where the cardiac tamponade was confirmed. The irrigation catheter¿s flow rate setting was high flow 8ml/15ml. The intervention provided was drainage was performed. The outcome of the adverse event was improved. The patient required extended hospitalization because of follow-up observation after the surgery. The energy source used when the adverse event occurred was rf. The force sensing ablation catheter used was smarttouch sf. The color option used prospectively was tag index. The transseptal puncture was performed with rf needle. The generator ablation mode and threshold used was power control.

Manufacturer narrative:
On 7-oct-2025, bwi received additional information regarding the event. The location of the perforation was the lateral side from left atrium to left ventricular. The physician¿s opinion on the cause of this adverse event was the patient and procedural related. Given the patient's history of heart failure and multiple previous ablations, his background is considered high risk. The myocardial tissue was likely already fibrotic and fragile. The additional damage caused by rf (radiofrequency) application may have led to perforation without even noticing. The outcome of the adverse event was improved. Hemostasis was achieved, but the patient was unconscious and admitted to the ICU as of (B)(6) 2025. Relevant tests/laboratory data was cardiac echo was performed. The procedural act (activated clotting time) was 350 seconds over. The catheter exchanges that occurred during the procedure were one catheter was used for each. One transseptal puncture site was performed during the procedure with rf needle. No ablations were performed within the pulmonary veins. The force visualization features used were real time graph, dashboard, vector, and visitag. Prior to noting the pe/CT (pericardial effusion / cardiac tamponade) ablation was performed. There was evidence of steam pop, however, it occurred in the rv (right ventricular) ablation instead of the lv (left ventricular) ablation, which was not the location where the cardiac tamponade was confirmed. The generator mode and thresholds used were power control mode, temperature cut off: 45, and impedance cut off: 200o. The temperature, impedance, and power used were temperature: unknown, impedance: unknown, and power: 35 w. No abnormalities were observed during ablation, nor errors reported by the biosense webster systems. Furthermore, a section patient details were received and updated accordingly on this form, which include the patient's: - age - sex - gender - ethnicity - race (the patient is an 80-year-old, cisgender asian male). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).